Event description:
A healthcare facility in france has reported via a fisher & paykel healthcare (f&p) field representative that the user control of a rd900afu neopuff infant resuscitator was broken. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.